Event description:
Patient had a midshaft clavicle that was treated with an arthrex clavicle plate on (B)(6) 2021. Reduction was an anatomic with no concerns leaving the operating room. Patient returned on (B)(6) 2021 for follow up and the hardware had failed and screws were free floating. The patient is very healthy and compliant. This is the 6th instance of this happening with patients at our practice with multiple surgeons/patients. The only correlation is the product. On (B)(6) 2021 the plate was removed and replaced with a synthes clavicle plate. FDA safety report ID# (B)(4).